Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and determined that the root cause of the reported issue is isolated to the reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid is opened. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid is opened. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.